Event description:
It was reported that this lead was explanted due to oversensing. No adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12.5 cm distal to the df4 connector pin and 16.5 cm proximal to the lead tip. The proximal, the medial and the distal lead fragment were returned. The conductor cables to the ring electrode and to the shock coil were missing in the proximal lead fragment. The available lead fragments were subjected to an extensive analysis. During the visual inspection, the distal part of the lead was found surrounded by calcified tissue residuals, in particular around the shock coil and the lead tip. Furthermore a stretched and deformed lead body as well as shock coil were found which most likely occurred due to mechanical forces applied during the extraction procedure. These findings indicate significant ingrowth of the lead in the implanted state. Further analysis of the lead fragments showed multiple signs of wear. In particular on the distal lead fragment the insulation was found rubbed through which can be considered the root cause for the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state, presumably due to the increased ingrowth of the lead. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.